Event description:
The therapy slowly diminished and then no stimulation was felt. The patient was at the doctor's office today for a revision/replacement depending on results of pre-op and intra-op testing. Many of the electrode pairs were greater than 4,000 ohms and others measured between 2,000 -4,000 ohms. Only a few pair had useable impedance measurements. The entire device system was replaced and the patient was doing very well. It was noted that the wires were cut to remove at explant.

Manufacturer narrative:
Extension: model 748951, serial# (B)(4), implanted: 2003 (B)(6), explanted:2012 (B)(6), extension model, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6), programmer: model 7435, serial# (B)(4), lead: model 389133, lot# j0306824v, implanted: 2003 (B)(6), explanted: 2012 (B)(6), lead: model 389133, lot# j0306824v, implanted: 2003 (B)(6), explanted: 2012 (B)(6). Final device analysis for the ins revealed no anomaly found. Final device analysis for both of the extensions revealed breached depression on the outer body insulation. The conductors were cut. (B)(4).